Manufacturer narrative:
(B)(4). According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient reported that an undisclosed issue with the personal diabetes manager caused her to go into pre-term labor; her baby was also diagnosed with hypoglycemia after birth and was admitted to the neonatal intensive care unit (nicu). The patient confirmed the incident happened two years ago, despite attempts to gather additional details related to this medical event. Patient was unwilling to provide further information.